Event description:
It was reported that on (B)(6) 2014, the patient presented in clinic for follow-up experiencing fatigue. Interrogation revealed that the pulse generator was in backup vvi mode and a device firmware download was successfully performed. On (B)(6) 2014, the patient experienced muscle stimulation and the device was again in backup vvi operation. A firmware download was successfully performed. On (B)(6) 2014, the device was found in backup vvi operation once more. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator in backup mode. Cracked soldering at the battery connecter was found. An intermittent connection with the battery was believed to be the cause of the backup mode.